Manufacturer narrative:
Continuation of d10: product ID: a820; lot/serial# unknown; product type: software. Product ID: hh9020tdd; lot/ serial#(B)(6). Product type: section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications for use. The patient reported the personal therapy manager (ptm) was very slow to deliver a bolus for the last 6 months at least and that the ptm got stuck at 91 percent. The agent assisted the patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.